Manufacturer narrative:
Approximate age of device - 6 years 2 months. The evaluation of heartmate ii lvas confirmed an issue that could have contributed to the report of elevated lactate dehydrogenase(ldh) and elevations in power and flow. The pump was returned assembled with the percutaneous lead severed approximately 11¿ from the pump housing. The remainder of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outlet elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was returned unattached from the graft attachment. The apical sewing ring was secured to the distal end of the inlet tube. The pump appeared to have been exposed to a fixative agent. The proximal side of the outlet stator revealed a deposition surrounding the bearing ball and partially occluding all 3 stator vanes. Areas of denaturation were observed on the deposition and circumferential contact marks were observed on the distal end of the rotor, which suggest that the deposition was present in the observed location while the pump was supporting the patient. The origin of this deposition could not be determined through this evaluation. In addition, a ring-like thrombus formation was observed surrounding the inlet bearing cup and partially occluding the flow of blood. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. A direct cause for the development of this thrombus could not be determined through this evaluation. Although the specific duration for which these depositions were present within the pump could not be conclusively determined through this evaluation, they partially occluded the flow of blood and could have contributed to the reported elevation in ldh. Further, the depositions could have potentially contributed to the reported elevations in power due to excess drag on the rotor. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient received a heart transplant on (B)(6) 2018. Additional information received on (B)(6) 2018 stated that the patient was admitted for elevated lactate dehydrogenase (ldh) and elevated flows and powers. The customer said that if the patient had not been transplanted, then a vad exchange would have been conducted.